Event description:
It was reported that the large needle driver instrument would not stay closed during a da vinci nephrectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated engineering was unable to confirm the reported failure mode. Failure analysis found the grips opened and closed properly and intuitive motion was being experienced with manual input of disc knobs. No cable damage was found upon visual and microscopic inspection. No visible damage was observed at the distal end where the grip assembly resides. The instrument was driven and moved intuitively with full range of motion in all directions and performed grip function successfully. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.